Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced high blood glucose level over 500 mg/dl. The father declined troubleshooting for high blood glucose reading. Customer cannot recall the cause of the high blood glucose reading. The insulin pump was not returned for analysis